Manufacturer narrative:
This is a final report.

Event description:
A report was received that high impedances in the paddle lead were observed post operative. The paddle lead was anchored with a suture sleeve, and a cathode was placed on the only good contact. The therapy was not comfortable for the patient and the stimulation was turned off. The implanting physician took an x-ray which indicated that the ipg and the leads were not lined up in the ipg header. The patient underwent a revision where the physician was able to loosen the set screw and re-inserted the leads to line up the contacts in the header. The impedance readings were normal and the patient was reportedly doing well following the procedure.